Event description:
Customer reported that she had unexplained high blood glucose for the past ten days, and was hospitalized due to high blood glucose. The glucose reading at the time of hospitalization was 391 mg/dl. Check the insulin pump's programming and programming appears to be correct. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.